Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A thorough review of the history of syringe 50ml ll lot 2402032 was performed, revealing no deviations or non-conformities associated with the claimed defect. Six retained samples of the reported lot were used for additional evaluation, and none of the reported defects could be replicated. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and performance. The silicone content test conducted for the lot release, as well as tests on the retained samples, confirmed that there is no excess silicone present. No incidents related to the silicone processing of this batch have been reported. Given that the manufacturing records indicate that quality and production processes were executed as expected, no defect has been identified in this claim. The visibility of the silicone is consistent with the characteristics of the material. Based on the current information, we are unable to ascertain a root cause linked to the manufacturing process. Our quality team will persist in monitoring any complaints regarding this device and the reported condition for potential emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description de l¿incident : several syringes from the same batch defective glue deposit ? Sticky appearance on the plunger rubber (inside the syringe). Patient's current condition: nr. Actions taken in the healthcare establishment to manage the patient: removal of stocks of this batch in the intensive care unit, health executive informed.